Manufacturer narrative:
Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. The actual device associated with this event is not known. International customer reports the following possible products: coated vicryl (polyglactin 910) suture; coated vicryl rapide (polyglactin 910) suture.

Event description:
International customer reported undergoing an unspecified surgical procedure. The patient reports presenting with a well healed wound however, pain, edema and redness are subsequently reported. The patient reports having to return to a physician's office for suture removal.